Manufacturer narrative:
Pump passed displacement test. Hardware low level failures confirmed in the pump history and during self test due to broken trace at keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump received multiple insulin pump error alarm. Customer was able to clear alarm and rewind pump. During time of last alert customer was doing a self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.